Event description:
It was reported the lens was removed and replaced due to the patient's intolerance of the halos he was experiencing. Physician attempted to reposition this lens but the haptic bent . A new lens of the same model and diopter was implanted without complication or patient injury.

Manufacturer narrative:
(B) (4). The intraocular lenses associated with this report was received and shows a detached haptic, no optic defects noted. Lens met all manufacturing specifications prior to release. Halos are a known and labeled possible side effect of multifocal lens implant.